Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) noticed a hole in the tubing through valve (vl50b) and fluid leaked onto the solenoid 65 (sl65), damaging the solenoid. The fse replaced the tubing along with the manifold (mf17) which holds the solenoids, resolving the leak and the latron primer high recovery. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the latron control primer was high on the coulter lh 780 hematology analyzer. During the service visit, the field service engineer (fse) discovered a contained leak from tubing through valve (vl50b). There was no exposure to open wounds or mucous membranes. The customer and fse were wearing personal protective equipment (ppe) consisting of gloves, face mask and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.